Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The target lesion was located in the distal right coronary artery (dist rca) with 95% stenosis and was 16.0mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with pre-dilation and placement of a 3.50x20mm taxus perseus stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with angina and was hospitalized. The patient was treated with nitroglycerine patch. His troponin was reported negative. The event was considered as resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).